Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found. Temperature alarm: 3323, 3221, 67.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Contact reported the customer received repeated temperature alarms. Reportedly the pump was not exposed to high temperatures and the pump did not feel hot to the touch. There was no affect to the customer's blood glucose levels. The customer will use multiple daily injections for back up therapy.